Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the balloon ruptured during the procedure while being inflated. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from the balloon was confirmed, but the exact cause was undetermined. One 20fr tri-funnel replacement device was returned for investigation. A dry flaky residue was observed within the lumen of the device, which indicates that the device was used. The balloon was intact and no tears were noted in the material. The balloon was inflated with 20cc of water. Fluid leaked through a breach that was observed in the material distal to the yellow valve. Due to the condition of the returned sample, it is possible that the tri-funnel replacement device was damaged during use; however, the sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the balloon ruptured during the procedure while being inflated. No other information was provided.